Manufacturer narrative:
It was indicated that the device is not returning for evaluation as it was discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00 16.0 diopter intraocular lens (iol) was implanted into the patient's right eye on (B)(6) 2018. Immediately following the surgery the patient complained of blurred vision. Reportedly, the lens was explanted on (B)(6) 2018 and replaced with a zcb00 +16.0 diopter lens. There were no incision enlargement, no patient harm and no vitrectomy. The patient was reported being alert and oriented when discharged. Additional information was received and it was learnt that the patient's vision improved after the explant and the patient is now happy with the vision in the right eye. The explanted lens was discarded by the account. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.